Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose level of 29 mg/dl earlier today. Customer's parents called 911 because she was unresponsive. Customer has been experiencing low blood glucose levels on and off since 2004 because she is very sensitive and admits to sometimes overbolusing. Customer was treated by the paramedics at home on 02/09/2015. Customer was advised to monitor the pump and her blood glucose levels. Customer's prior blood glucose level was 186 mg/dl and had rose due to the customer being disconnected for a shower. No further assistance needed.